Event description:
It was reported that the vns patient was hospitalized with an increase in seizures. It is unknown whether or not the increase was above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
This information was inadvertently left off of the initial MFR. Report.